Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that patient's blood glucose (bg) became elevated while wearing the pod between 4 and 24 hours on the back. Patient reported waking up with a bg of 460 mg/dl with symptoms of feeling "light headed" and nauseous. Patient visited physician, as a previously scheduled appointment was made. While at physician's office, bg measured 480 mg/dl and physician advised patient had not been receiving programmed basal rate for the last 6 hours. As treatment, the pod was removed and patient was administered novolog insulin via manual injection. Patient was hydrated and kept for observation for "a couple of hours". While patient reported having ketones present and being "in ketoacidosis," it was not clear if the patient was officially diagnosed with diabetic ketoacidosis.